Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a low battery. The customer changed the battery and the insulin pump alarmed for a failed battery test. The blood glucose reading was 257 mg/dl. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer inserted a new battery and the insulin pump alarmed for a weak battery. The customer was sent a replacement battery cap.